Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly had a ventilator inoperative condition. There was no report patient harm or injury. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly had a ventilator inoperative condition. There was no report of patient harm or injury. The manufacturer reported the device's blower motor and system board were replaced to address the issue the blower motor was not associated with the ventilator inoperative condition and was not replaced.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.